Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned photos of a 1/2cc syringe filled with a cloudy liquid. Customer states that the needle got stuck in the skin. The attached photos were examined and exhibited a separated cannula. A review of the device history record was completed for batch # 3252015 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: incomplete adhesive cure - uv bulb intensity is insufficient, belt speed through the uv oven is too fast (current controls: in-process inspections, preventive maintenance plan & process parameters have been validated). Insufficient adhesive - improper cannulation and adhesive application, adhesive runs out of the barrel tip/hub adhesive well (current controls: point inspect machine detects and ejects defective parts, in-process inspections, waste monitoring).

Event description:
It was reported that needle on a syringe 0.3ml 30ga 8mm 10bag 500 l amr broke. The report is as follows, "the needle was pinned to my arm skin, almost getting buried inside the skin. Information received by email on 2/25/2019: there was no damage to the patient. The needle got stuck in the skin and the customer took it off by himself."